Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade unknown. Device evaluation: visual analysis of the returned device identified a deformation, cloudy gel, white biological tissue in shell, a white calcification (10%) in the shell, fold creases, and the weight was within specification. After autoclave cycle was identified: voids between shell and gel. Microscopic analysis identified: wear abrasion. Based on the device analysis the final assessment is: no issues found related to the manufacturing process.

Event description:
Healthcare professional reported right side exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional later reported capsular contracture. Device has been explanted.